Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an incomplete treatment. The laptop indicated that the treatment was completed 100%. The laser screen indicated that treatment was not fully completed. Upon follow up, the physician reported that she has not worked at the hospital for 7 years and does not have access to information. There are two related reports for this laser. This report addresses a patient that occurred five to six years ago and another manufacturer report will be filed for a current patient.

Manufacturer narrative:
According to the logfiles, treatment was interrupted at 82% because the pupil was not detected. Per tech support when the progress bar on the computer shows the wrong percentage, the real progress is correctly stored in the logfiles and it is not affected how long you hold down the pedal. The manufacturer internal reference number is: (B)(4).